Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance with a balloon dilation catheter (bdc) during advancement and removal. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that when advancing the balloon dilatation catheter (bdc) over the bmw universal ii guide wire, the bdc would only go so far and became stuck on the wire. Both devices were removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.